Event description:
It was reported that this unknown device recorded a red code doctor icon. At this time device remains in service. No adverse patient effects were reported. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.